Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a fenestrated bipolar forceps (fbf) to perform failure analysis. The fbf instrument was found to have a completely broken grip tip. A piece approximately 4.59 mm x 13.71 mm was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip show damage. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument had a broken tip. There was no report of patient involvement.